Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The crimped stent was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. During the product analysis the complaint device was inserted through a 5fr guide catheter without issue. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination of the shaft polymer extrusion profile found no kinks or damage along its length. A visual and tactile examination found that the hypotube was kinked 397mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 32 x 2.50mm promus premier stent was advanced through a non bsc guide catheter. However, friction was encountered and it was stuck. The device was removed from the patient together with the non bsc guidewire. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Event description:
It was reported that catheter removal difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 32 x 2.50mm promus premier¿ stent was advanced through a non bsc guide catheter. However, friction was encountered and it was stuck. The device was removed from the patient together with the non bsc guidewire. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).